Event description:
A pump with failure code 812:02. It is unknown when this failure code occurred. It is not known if there was patient injury or medical intervention necessary.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed.